Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. Lead insualtion damage was observed during the revision procedure. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that low pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support reviewed device session records and confirmed the event. Lead damage was suspected to be the cause of the event. The rv lead is anticipated to be capped and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.